Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The user facility's biomedical engineering (biomed) stated he replaced the flow sensor with another one before the case and the error went away.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the centrifugal system was producing a back flow error. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.